Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the hpc explanted a patient so that they could receive a knee MRI. The hcp reported the lead broke and the patient now has a retained lead fragment. The hcp was seeking information on the safety of an MRI in the presence of the fragment. The main points of the topic were reviewed with the hcp and rep. The hcp did not name the patient and did not have the device serial number. The hcp stated he could not pull the lead out and that it was stuck.

Manufacturer narrative:
Additional review of the file determined that (B)(4) should have been applied to the report. If information is provided in the future, a supplemental report will be issued.